Event description:
It was reported that this pacemaker was explanted and implanted on the right side due to chronic pain. Device remains in service. No additional adverse patient effects were reported.